Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a questionable result was obtained. The patient was symptomatic but received a negative result. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: the one that has the negative result has symptoms.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a questionable result was obtained. The patient was symptomatic but received a negative result. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: the one that has the negative result has symptoms.

Manufacturer narrative:
After further review, the previous MFR. Report # 1119779-2022-00050 was submitted in error. There were no discrepant results, and the device functioned as intended.